Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, customer loaded cold insulin into the cartridge. The customer's blood glucose level was approximately 200 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.